Manufacturer narrative:
It was reported as, revision surgery: "patient had discomfort so doctor wanted to switch out sizes" the actual length of in-vivo for the item(s) listed is unknown as the original surgery date was not provided or could be established. Note: item changed to unknown. The reported affected item was entered in error; the item was found to be a duplicate of the item on the current revision dticket. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item(s) was not returned for examination and the item and or lot number(s) was not provided. To adequately investigate this event, the part and lot number(s) are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. There was no other information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during surgery, a piece of a locking screw broke off in the baseplate and was left in the patient.